Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed and could not confirm reported allegation. Visual inspection indicated that blood/body fluid was noted in the lumen. A guidewire was passed through the lead without any issues and it then passed all other tests.

Event description:
Boston scientific received information that this left ventricular (lv) lead was an attempted implant as the lead would not flush and did not track smoothly over the whisper wire. A new lead was then used. This lv lead was never in service. No adverse patient effects were reported.